Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section lipoma removal procedure, and while the suture was being used for tissue closure, the tip of suture needle broke off and fell into the patient's cavity. The needle tip was recovered and the case was completed. There was a mark left on the skin from the pencil. A temporary injury was reported.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one partial suture and one needle. The needle was received with the needle tip broken. The needle was observed to be attached to the partial suture. Upon microscopic inspection of the needle, instrument marks were observed at the needle tip of the needle. No sealed samples were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section lipoma removal procedure, and while the suture was being used for tissue closure, the tip of suture needle broke off and fell into the patient's cavity. The needle tip was recovered and the case was completed. There was a mark left on the skin from the pencil. New suture was used to complete the procedure.